Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10 as reported in a research article, a patient had a small mass attached to the device, consistent with a thrombus or blood clot which was treated with heparin. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter device closure of ventricular septal defects in children: a retrospective study at a single cardiac center" was reviewed. This research article reported a patient that was implanted with an amplatzer muscular vsd occluder. The patient showed a small echogenic mass by tte in the lv outlet track (lvot) just below the aortic valve and attached to the vsd device, mostly a thrombus or a blood clot, so the patient was started on heparin infusion for 7 days. The follow-up echo showed complete dissolution of the mass and the patient was discharged. The article confirmed the outstanding safety and efficacy benefits of transcatheter vsd closure in children and showed a minimal complication rate. The primary author of the article is saad q. Khoshhal, department of pediatrics, faculty of medicine, taibah university. The correspondence author is hany m. Abo-haded, md, department of pediatrics, faculty of medicine, mansoura university with the email hany_haded@yahoo.com.